Event description:
It was further reported that the wound cultures results came back and there was no growth in 2 days, there was no cell or organism observed. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).